Event description:
Essure device was placed in (B)(6) 2012. Since then I have experienced painful periods with serious heavy flows. Back pain, pelvic pain, headaches, constant vaginal infections, itching, rashes and weight fluctuation. Just last year I passed out at work due to serious stomach pains, was in the emergency room (ER) for hours only for them to say they could not find anything wrong with me at all, they suggested a stomach virus as the reasons for my excruciating pain.